Event description:
It was reported that there was a coupling and communication problem. The reporter noted that the implantable neurostimulator (ins) was slightly tilted and slightly deep but was still expecting to get a response. It was noted that there may be a little swelling in the pocket still. The reporter noted that the patient had an appointment on the day of the report for recharger education. It was noted that on the day of the report, stimulation was turned on. The reporter noted that she kept seeing the reposition screen. It was noted that she eventually got the ins but it was not picking up often and when it did pick up, no boxes were filled in. It was further reported that there was no coupling with the recharger. Anomaly appeared to have occurred through product use. No indication of patient harm. It was noted that there was early failure. Additional information received reported that the patient had a pocket revision on the day of the report. It was noted that coupling was checked on the battery before and after revision was completed and they were able to achieve full coupling.

Manufacturer narrative:
Product ID 37791, serial# unknown; product type recharger product ID 97791, lot# n449420, implanted: 2014 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).